Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Use error: per tandem's user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 240 mg/dl. During a systems check with tandem technical support (cts) it was discovered cold insulin was being used within the pump. Cts educated customer regarding insulin/cartridge labeling. Reportedly, the customer reverted to manual injections for insulin therapy.